Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 4 of 7. Related manufacturer reference number: 1627487-2020-23176, related manufacturer reference number: 1627487-2020-23177, related manufacturer reference number: 1627487-2020-23178, related manufacturer reference number: 1627487-2020-23180, related manufacturer reference number: 1627487-2020-23181, related manufacturer reference number: 1627487-2020-23182. It was reported the patient stated they no longer had pain or needed the system. Thus, the physician explanted the system on (B)(6) 2019. When asked on (B)(6) 2020 why the system was removed, the patient stated the system was removed due to ineffective stimulation.